Manufacturer narrative:
Device received with detached and missing reservoir retainer ring and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached and missing retainer. Unable to perform displacement test due to detached and missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 39 mg/dl. Customer other blood glucose value was 69 mg/dl. Customer was assisted with troubleshooting. They had symptoms related to low blood glucose was shaking, sweating, mental confusion and inability to follow simple command. The customer was treated with carbs. Customer was disconnected during rewind. The self-test was passed and displacement verification test was ok. Customer was claim she delivered an over bolus. Customer ate 20 gram carbs and delivered 5.1 units via bolus expert at a blood glucose of 291mg/dl. Customer stated that retainer ring was loose. Reservoir able to lock in place when inserted into insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will be returned for analysis.